Event description:
It was reported that the pump was explanted and replaced due to loss of therapy. The pt recovered without sequela.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process of improvement plan and training are in place.